Manufacturer narrative:
The patient's physician was provided as professor (B)(6).

Event description:
New information received notes the cause of the syncope was unknown and possibly unrelated to the device. No anomalies were observed, no changes were made and no additional information was available.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced two separate instances of syncope. One on (B)(6) 2025 and the other on (B)(6) 2025.the origin of the syncope was unknown. Further information was not provided.

Manufacturer narrative:
Further investigation is not required as the device has not been returned for analysis.